Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag (B)(4). A maquet field service technician was on site and investigated the unit . The technician found a defective 20 amp circuit breaker which he replaced. The technician performed functional tests and electrical safety tests. It was verified that the unit met the factory specifications. Maquet cardiopulmonary (B)(4) requested the defective 20 amp circuit breaker back for an root cause analysis. After the investigation results are available a supplemental medwatch will be submitted. Reference exemption # (B)(4).

Event description:
"Device failed while in warming. Screen went blank and it failed. Able to turn it off and back on. Tech said it happened twice. After the case, they unplugged and put it aside. " additional information received on 2015-12-07: "the customer reported that the hcu30 completely shutdown (unit was in an "off" condition) towards the end of the case, after the heaters were turned "on"." (B)(4).

Manufacturer narrative:
¿The defective part was not sent to the manufacturer. Therefore no further investigation has been done.¿

Event description:
(B)(4).